Event description:
Female patient after procedure said she had sinus issues, runny nose and migraine headaches. Patient advised her personal physician. (B)(6) 2012, when this event was first reported to the dentist was when the patient had a follow up appointment with her personal physician; who could not verify her symptoms as being the result of the dash (non-light activated) chair side procedure.

Manufacturer narrative:
The product retain passed all manufacturing specifications, the personal physician could not verify the patients symptoms were the result of exposure to the dash procedure and not all allergic reactions can be predicted any may vary from patient to patient.